Manufacturer narrative:
Additional manufacturer narrative: information was received and reported under MDR#2015691-2015-00252 which has been determined to be a duplicate of this event. The device history record (DHR) information has been reported. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards received additional information indicating the reason for re-operation was due to degeneration, mild aortic stenosis, and moderate to severe aortic regurgitation. A 23mm transcatheter valve was implanted successfully. Tee revealed trace pvl and the mean gradient was decreased from 24 mmhg to 10 mmhg

Event description:
Edwards learned a 25mm aortic valve was replaced in a valve-in-valve procedure due to a degenerated aortic valve with severe aortic regurgitation and mild stenosis. Implant duration of the failing valve is approximately ten (10) years.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review cannot be done because the serial number remains unknown. The device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. There are many factors that could result in the need to replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically replaced because they are not functioning optimally. In this case, the cause of the reported stenosis is most likely due to patient related factors. Without additional information from the health care provider or return of the device for evaluation, we are unable to comment on the root cause for this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.